Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to user, which is user error. UDI: (B)(4).

Event description:
It was reported that the battery oscillator device appeared to have been dropped which damaged the top of the saw blade coupling device. During in-house engineering evaluation, it was observed that the device had a sticky trigger, corrosion/rusting/pitting, could not secure/lock and was deformed/bent. It was further determined that the device failed pretest for general condition, check the quick coupling for saw blades and check for sticky trigger. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.